Event description:
Caller reported that the pump screen was dark and would not turn on, indicating a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try various troubleshooting steps, which did not resolve the recurring malfunction issue. As a result, technical support decided to replace the customer's pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.